Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed chylous ascites due to total occlusion of the left subclavian and innominate veins effecting the left thoracic outlet and thereby interfering the lymphatic system drainage. The physician decided to explant the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead to reopen and stent the occlusion to allow proper drainage of the lymphatic system. A transcatheter pacing system (tps) was subsequently implanted as a bridge to re-implantation of a new system for rhythm support. No further patient complications have been reported as a result of this event.